Manufacturer narrative:
No further information is expected for this specific event and the case is considered closed.

Event description:
Customer complains blood leak during treatment. It occurred right after connection to the patient. Treatment parameters: bfr: 250ml/mln, dfr: 500ml/mln. The blood loss for the patient was minimal and no medical intervention was necessary.